Event description:
It was reported via the implant patient registry that this valve model 7300tfx33 implanted in the mitral position was explanted after an implant duration of one (1) year and 10 months due to unknown reason. A valve model 7300tfx33 was implanted in replacement. No other information was provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this valve model 7300tfx33 implanted in the mitral position was explanted after an implant duration of one (1) year and ten (10) months due to endocarditis with non-obstructive vegetations observed on the bioprosthesis. The source of infection was reportedly enterococcus faecalis. The onset date was noted to be seven (7) days before re-intervention. The patient presented with fever and dyspnea. A valve model 7300tfx33 was implanted in replacement. The patient did not have endocarditis prior to the implantation of the surgical device which was performed successfully. Per the response received colic polyposis may have contributed to the development of endocarditis. As reported, the patient was doing perfectly well after the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.